Event description:
A customer reported elevated patient blood lead results obtained using the leadcare ii testing system. Technical services (ts) requested additional information during the initial call, including leadcare ii result values, confirmatory test results, analyzer serial number, and kit lot numbers; however, this information was not available at that time. On 01/06/26, ts attempted to contact the customer and subsequently sent a follow-up email. The email included a cdc capillary collection instructional video and links to magellan diagnostics' website containing the leadcare ii package insert, user's guide, and quick reference guide. The email also included a link to the FDA safety communication regarding safe-t-fill tubes for customer awareness. On (B)(6) 2026, the customer followed up with ts and reported that the previously elevated blood lead results had subsided. The customer stated that the initial elevated results were 3.6 g/dl and 4.0 g/dl, and that confirmatory testing yielded a result reported as "normal," which was interpreted as approximately 1.0 g/dl. Ts requested a copy of the confirmatory test results; however, the customer was unable to provide documentation. Additionally, the customer reported that the analyzer had been calibrated using one leadcare ii kit lot, while leadcare ii sensors from a different kit lot were used for patient testing. Ts requested the kit lot numbers; however, the customer was unable to provide this information, as both kit lots had been used and discarded. Ts also requested quality control values; the customer reported that controls were within range but was unable to provide specific values. Ts requested further details regarding the collection and testing methods used for patient samples; however, the customer was unable to provide additional information to support further troubleshooting. The number of patient results potentially affected by this event was not disclosed to ts and is therefore unknown.